Event description:
It was reported that during a laparoscopic nissen procedure, the jaws of the device were scissoring and when clamped on the vessel the jaws were tearing and causing the tissue to bleed. The amount of blood loss is unknown and no blood transfusion was given to the patient. It is unknown how the case was completed. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was fired and a clip was partially fed. The clip was manually removed from jaws to continue testing the device. Upon cycling the device, no clips were fed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, four clips were found adhered to the clips track due to excessive dried body fluids leading feeding issues. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Vessel. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.